Event description:
Pt receiving continuous infusion fluorouracil over 46 hours via a hospira gemstar pump. Within the first 20 hours the pt reported the chemotherapy infusion was leaking fluid from the filter of the pump tubing set. The exact leak location I sunk. The pt was educated on proper spill containment and a visiting nurse made a home visit to clean up the spill exchange the tubing. The pt did have direct skin exposure, but no adverse events have been reported. The infusion resumed with minor interruptions. Rx details: fluorouracil 5200 mg in 0.9% sodium chloride IV over 46 hours via infusion pump. The order was compounded on (B)(6) 2013.